Event description:
No additional information.

Manufacturer narrative:
Investigation summary: sample received by our quality team for investigation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Sample was visually inspected, no defects were observed. Leakage testing was performed and in all cases the product functioned as intended and no leakages occurred. The injector was disassembled for further inspection. The luer thread was not damaged. The injector was verified to be properly assembled and no issues were found within the device that could have lead to any leak. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time. It is possible the injector was not properly assembled to the syringe.

Event description:
Leakage of anticancer drugs (fluorouracil) from the blue part of n35. No patient harm.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.